Event description:
Device 3 of 5. Reference MFR report #1627487-2013-12538, 12539, 12541, 12542. It was reported the pt feels the system is not providing effective pain relief and the stimulation aggravates the bladder and causes cramping. The pt plans to have the system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.